Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise on rv pace/sense and ff channels with impedance >150 ohms. The patient did not receive inappropriate therapy. The lead will be revised but currently is implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.